Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt rep. Said the pt cannot turn on their therapy because of issues with the controller since about a month ago. Pt rep. Said the issues were intermittent. Pt rep. Said they could see the lock screen on the controller, but when the pt attempted to turn therapy on, they could not turn the therapy on. Pt rep. Said the controller would work to turn the therapy on sometimes, but it would take a 2-3 hours to turn therapy on, so the pt considered stopping the use of the spinal cord stimulator (scs). Pt rep. Said pt had not been able to use the scs because they cannot consistently turn their therapy on. Pt rep. Was not with pt and will call back with the pt to troubleshoot further. No symptoms were reported. Additional information was received from a pati ent (pt). It was reported that the pt's stimulation on/off button wouldn't work when they pressed down on the button since 4 months ago. Pt's controller was currently blank/unresponsive. Patient services specialist (pss) had the patient's representative (pt rep.) Plug the controller into the wall outlet without the battery pack, but the controller screen didn't turn on. Pt rep. Confirmed their wasn't a green illuminated light on the ac adapter when plugged into the wall outlet. Pt rep. Tried 3 different wall outlets and confirmed the ac adapter didn't have a green illuminated light when plugged into the wall outlets. A replacement ac power supply was sent out. No symptoms were reported. Additional information was received from the patient representative. Caller called back and stated previous information documented in this case. Caller stated they received a replacement ac power supply cord and the issue did not resolve. Caller stated that the controller was not turning on with or without the battery pack and if the controller came on for a moment the controller still "died". Caller did not have the controller with them during the call. Caller will call back. Additional information was received from the patient representative. Patient rep called back and repeated previous information. Caller stated when the controller is plugged into ac power without the battery pack, the controller only has a green light but the screen does not come on. Rep called back stating that they received the replacement equipment, however they didn't receive a return label to se nd the old equipment back. Caller stated that they received the shipping instructions but the other side was dark and there wasn't a return label printed anywhere.

Manufacturer narrative:
Continuation of d10: product ID 97745fa lot# serial# (B)(6) implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745fa, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745fa patient programmer (ptm) (serial number (B)(6)) revealed a broken front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.